Event description:
The patient presented having experienced phrenic nerve stimulation. The device was found to be in backup vvi (bvvi) mode due to an event queue overflow. Technical support was contacted and the device was reprogrammed and upgraded to resolved the event. The patient was in stable condition.